Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 07 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 550ml, flow rate: unknown, procedure: total knee replacement, cathplace: thigh, infusion start time: unknown, infusion stop time: unknown. It was reported by the patient that catheter was removed by his wife on (B)(6) 2019. Catheter came out easily. No black tip noted and "end feels jagged." Additional information received (B)(6) 2019 indicated the matthews technique was used. Wife did not meet resistance when removing the catheter. Patient stated "you can clearly see the product marks." Additional information received from the company representative on (B)(4) 2019 indicated the surgeon did not feel that the catheter broke but that somehow the black markings were removed.